Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker and the right ventricular lead exhibited under-sensing. Programming changes were made. The patient was stable.